Event description:
The device was defective and had a crack in it. It was additionally stated that there was some leakage from the device. On 8/27/96, the distributor contacted the MFR and stated that the device was implanted on 11/10/95 for use in the pt's therapy. On 8/5/96, the device catheter was discovered to be leaking. As a result, the device was explanted on 8/6/96.